Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on two roche meters, with different vials of test strips, within 10 minutes: 60 mg/dl on aviva meter (system 1), and 187 mg/dl on aviva meter (system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.